Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a persistent atrial fibrillation (afib) ablation procedure with a (B)(6) sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During an (B)(6) case, a small pericardial effusion was noticed. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was nothing. When the procedure was over when the sheath and catheter was pulled out of the left atrium to the right atrium the effusion stared to grow. A pericardiocentesis and about 400 ml of fluid were removed and they were retuning it back into the body through the venous sheath sl0. The patient was reported to be in stable condition. The physician stated that it could have been provoked by going transeptal puncture from right atrium to left atrium but they were unable to locate where the blood was coming from. It was also reported that the soundstar had a 6150 magnetic sensor error displayed on the carto 3 system. The eco cable was replaced and the issue resolved. They then noticed that the connector had bent pins. A small effusion was discovered using ice prior to the use of any bwi product in the atrium. The effusion was noticed to have gotten larger after the medical staff pulled their stsf catheter, sl1, and pentaray from the left atrium. The physician was not sure what the cause of the issue was. The patient was sent to the operating room (or), and it was discovered that the effusion was coming from the base of the appendage. Since the effusion was discovered prior to any activity in the left atrium, it is unclear as to what caused an increase in the effusion. The patient was fully recovered after a pericardiocentesis and repair of the left atrial appendage in the or. The patient stayed in the hospital to monitor their condition after their procedure in the or and was determined to be stable. The patient had a history of paroxysmal afib but had no other significant health risks or surgeries. The generator was a stockert gmbh smartablate generator system serial number (B)(4) . A transseptal stick was performed by an abbott brk needle, but the reporter does not have the model or catalogue number. A small effusion was noticed prior to going transseptal and was noticed to have increased in size after going transseptal and performing/completing a waca ablation for treatment of paroxysmal afib. There was no evidence of a steam pop. The effusion size increase was noticed post-ablation, although we do not know when it could have occurred. The irrigated flow was set for 2 ml/min when not ablating and was at 15 ml/min during ablation. The correct catheter setting (stsf catheter) was selected for the procedure. The flow of the irrigated system correctly went from low to high during ablation. There were no error messages on the carto 3 system or the smartablate generator during the case. We used force, vector, graph, and visitag visualization features during the procedure. The suggested visitag features of 2 seconds, 2 mm , 25%, and 3g were used. The respiratory gating filter was also used for the visitag module. Tag index was used for the color option of the visitag. The medical staff was unable to track down the lot numbers for any of the catheters as they took out all of the boxes and packaging out as the case was going on. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure and it may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.